Event description:
It was reported that on (B)(6), 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with a pre-existing flail and a large prolapse. A mitraclip ntw and a mitraclip nt were inserted and deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2025, two week post procedure, the patient experienced dyspnea. On (B)(6) 2025, a transthoracic echocardiogram (tte) was performed and revealed that the mitraclip ntw had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). On (B)(6) 2025 the patient returned to the hospital, and a transesophageal echocardiogram (tee) was performed. The tee confirmed that the mitraclip ntw clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda), causing mr to increase to a grade of 4+. On (B)(6) 2026, a second mitraclip procedure was performed, and one clip was implanted between the two previously implanted clips, reducing mr to a grade of 1-2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported dyspnea and recurrent mitral valve insufficiency/ regurgitation (mr) appear to be cascading effect of the reported slda. Dyspnea and mr are known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.